Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("couldn't even see my coils") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: pelvic and transvaginal ultrasound done. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and frustration tolerance decreased ("so frustrated"). At the time of the report, the device dislocation and frustration tolerance decreased outcome was unknown. The reporter considered device dislocation and frustration tolerance decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : frustration tolerance decreased, device dislocation incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("couldn't even see my coils") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: pelvic and transvaginal ultrasound done. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and frustration tolerance decreased ("so frustrated"). At the time of the report, the device dislocation and frustration tolerance decreased outcome was unknown. The reporter considered device dislocation and frustration tolerance decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : frustration tolerance decreased, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality-safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't even see my coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: pelvic and transvaginal ultrasound done. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), frustration tolerance decreased ("so frustrated"), mood swings ("mood swings") and depression ("depressing") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, frustration tolerance decreased, mood swings, weight increased and depression outcome was unknown. The reporter considered depression, device dislocation, frustration tolerance decreased, mood swings and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: mood swing, weight gain , depression. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't even see my coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: pelvic and transvaginal ultrasound done. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), frustration tolerance decreased ("so frustrated"), mood swings ("mood swings") and depression ("depressing") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, frustration tolerance decreased, mood swings, weight increased and depression outcome was unknown. The reporter considered depression, device dislocation, frustration tolerance decreased, mood swings and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: mood swing, weight gain , depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: mood swings. Reporter was added.fu 2 and 3preocess together. On (B)(6) 2020: social media received. Reporter's information added. Event: weight gain and depressing were added. Fu 2 and 3preocess together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.